Event description:
Patient alleges that device power cord caught on fire and damaged property. The report of this incident was not received until jan 25, 2013.

Manufacturer narrative:
This complaint was not reported to respironics until january 25, 2013. The unit was evaluated by an independent investigator, but not by respironics, so the data could not be substantiated. This is an isolated incident and complaints of this nature have not occurred, but will continue to be monitored.